Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported by a healthcare professional that a young, very ill patient with a history of broken heart syndrome and cancer underwent mechanical thrombectomy of a middle cerebral artery (mca) (m2 segment) occlusion (fibrin rich clot) with a 5mm x 37mm embotrap iii revascularization device (et309537/unknown lot number). The first pass was made with the embotrap iii device, but after six minutes, the vessel re-occluded. The physician tried to open the vessel with the embotrap, but the device did not open at all because the spasm was so strong. In the end, it was not possible to open the m2 branch. Teleconference was held with the reporting physician and the meeting notes are as follows: this was a 49-year-old patient who presented with severe mca syndrome with alberta stroke program early CT score (aspects) of 7. The underlying stroke occurred in the hospital. The patient had been hospitalized for bladder cancer and received chemotherapy. He developed cardiomyopathy which was likely the source of the mca occlusion. Computed tomography (CT) showed no dense artery sign in the mca (suspected fibrin rich clot). CT angio revealed a left proximal m1 occlusion. Recombinant tissue plasminogen activator (rtpa) was administered at baseline. A cerebase distal access guide sheath (unknown product code & lot number) and 125cm embovac 71 aspiration catheter (ic71125ca/unknown lot number) were used in combination with the 5mm x 37mm embotrap iii. Pump aspiration was utilized when co-aspirating with the embovac, syringe aspiration on guide catheter. The embovac was positioned slightly proximal to the occlusion (carotid terminus). The embotrap iii was advanced to the superior trunk of the mca. The distal part of the device was in the m2/m3 junction. The proximal part of the device was accurately placed at the proximal part of the occlusion. The embotrap did not expand in the distal half, perhaps two-thirds. The embotrap was removed from the patient. The basket was filled with fragmented, yellowish clot (¿not hard¿). The device retrieval was smooth; no resistance was encountered. After the first pass, the physician felt complete recanalization was achieved with good filling. Digital subtraction angiography (dsa) showed narrowing of the petrous segment of the internal carotid artery (ica) ¿ ¿stenosed, collapsed, or severely spastic¿. The anterior cerebral artery (aca) was also not visualized. The embovac was pushed over a 0.014¿ guidewire, and the cerebase was kept proximal. Nimopidine was subsequently administered. Superior trunk and m1 segment had severe vasospasm. The physician pulled system back under nimopidine infusion over 12 minutes, lost superior trunk so microcatheter injection was performed. The embotrap was deployed once more (since nimopadine did not work) to obtain some flow in the m1. No clot was obtained after embotrap was removed. M1 was open but persistent severe vasospasm was seen in superior trunk. He then placed microcatheter in m1 for superselective nimodipine infusion and thought about deploying the embotrap again a bit more distal. The embotrap was left in place for some minutes under continuous nimodipine infusion in an attempt to hold open the vessel. After 6 minutes, the flow channel of embotrap was compressed. The embotrap was removed; ¿thought local thrombosis¿. Pulling out was ¿nasty¿, but nothing came out. The physician stated ¿¿in all my life of thrombectomy, I¿ve only seen this in late time window (like 48 hours) due to some sort of autoregulation¿. Post-imaging showed occlusion. Intra-arterial tirofiban 20ml was administered through the embovac. 1.5mm x 10mm elutax balloon (aachen resonance) was then used, and three dilatations were performed. Patent proximal part of the superior trunk; the rest of the trunk was occluded. The physician then saw opening of the proximal m2 trunk. The procedure was stopped at this point. The physician mentioned he found a similar case of severe vasospasm - both young cancer patients undergoing cancer therapy. The physician stated that the cerebase may have caused the spasm at the ica. Returned medical imaging was reviewed, the assessment reads as follows: ¿the information provided describes a clinical case of an m1 occlusion on the left side in a young (49 y/o) male patient with multiple underlying co-morbidities. The images were reviewed and an interactive meeting was had with the submitting physician. During the meeting, relevant images and contrast runs were reviewed and a complete description of the series of events and actions taken was obtained. The case shows initial opening of the m1 segment after placement of the embotrap iii (etiii) into the superior mca branch. Retrieval of the device lead to removal of atypical (yellowish) clot and full restoration of the flow. Several minutes after the initial opening of the vessel sever spasm was noted in multiple vascular segments namely the ica, m1, superior m2, and probably a1 (unless the a1 segment is not visible due to collateral flow from the acom). The vascular spasm was initially treated with nimodipine in the saline flush, which resulted in only limited resolution of the vasospasm. Subsequently the physician tried opening of the superior trunk by placing the etiii, to facilitate distal flow through the central channel, which only had limited impact since the spasm eventually closed the device itself. Removal of the device at this point was difficult which seems in keeping with the effect of local vasospasm. Treatment with intra-arterial tirofiban (gpiib/iiia antiplatelet drug) did not resolve the problem nor did subsequent pta of the vessel segment. At this point, the physician felt that all potentially beneficial clinical maneuvers had been exhausted and no further therapy was attempted. From the images and description of the case, it is not possible to ascertain with certainty the etiology of the adverse events that occurred during this procedure. Possible underlying causes include, but are not limited to, the following possibilities in isolation or in any combination: 1) refractive vasospasm due to local vessel segmental vulnerability. 2) a microdissection leading to the atypical clot build-up and potential vasospasm as a result to this and the added local thrombectomy procedure. 3) a local vasculitic process that caused the atypical clot and is responsible for the hyper-responsiveness of the blood vessel(s). Upon review of this case, the physician was not able to provide with certainty the exact underlying cause of the adverse events, but felt the events were least likely the result of the devices used in this case. A similar conclusion on review of this case with the treating physician as well as based on the independent review of the images and case description.¿ the device was discarded therefore, no further investigation can be performed. The manufacturing record evaluation (mre) cannot be performed due to the lot number was not provided. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels and is listed in the embotrap iii, embovac, and cerebase instructions for use (IFU) as such. Review of the available information suggests that vessel characteristics, patient, and procedural factors may have contributed to the reported spasm. There is no indication that the device malfunctioned or that it is related to the device design or manufacturing process. The vasospasm necessitated medical and/or surgical intervention to preclude permanent impairment or damage, and the relationship of the devices to the reported event cannot be excluded. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
It was reported by a healthcare professional that a young, very ill patient with a history of broken heart syndrome and cancer underwent mechanical thrombectomy of a middle cerebral artery (mca) (m2 segment) occlusion (fibrin rich clot) with a 5mm x 37mm embotrap iii revascularization device (et309537/unknown lot number). The first pass was made with the embotrap iii device, but after six minutes, the vessel re-occluded. The physician tried to open the vessel with the embotrap, but the device did not open at all because the spasm was so strong. In the end, it was not possible to open the m2 branch. Teleconference was held with the reporting physician on (B)(6) 2021. Meeting notes: this was a (B)(6) patient who presented with severe mca syndrome with alberta stroke program early CT score (aspects) of 7. The underlying stroke occurred in the hospital. The patient had been hospitalized for bladder cancer and received chemotherapy. He developed cardiomyopathy which was likely the source of the mca occlusion. Computed tomography (CT) showed no dense artery sign in the mca (suspected fibrin rich clot). CT angio revealed a left proximal m1 occlusion. Recombinant tissue plasminogen activator (rtpa) was administered at baseline. A cerebase distal access guide sheath (unknown product code & lot number) and 125cm embovac 71 aspiration catheter (ic71125ca/unknown lot number) were used in combination with the 5mm x 37mm embotrap iii. Pump aspiration was utilized when co-aspirating with the embovac, syringe aspiration on guide catheter. The embovac was positioned slightly proximal to the occlusion (carotid terminus). The embotrap iii was advanced to the superior trunk of the mca. The distal part of the device was in the m2/m3 junction. The proximal part of the device was accurately placed at the proximal part of the occlusion. The embotrap did not expand in the distal half, perhaps two-thirds. The embotrap was removed from the patient. The basket was filled with fragmented, yellowish clot (¿not hard¿). The device retrieval was smooth; no resistance was encountered. After the first pass, the physician felt complete recanalization was achieved with good filling. Digital subtraction angiography (dsa) showed narrowing of the petrous segment of the internal carotid artery (ica) ¿ ¿stenosed, collapsed, or severely spastic¿. The anterior cerebral artery (aca) was also not visualized. The embovac was pushed over a 0.014¿ guidewire, and the cerebase was kept proximal. Nimopidine was subsequently administered. Superior trunk and m1 segment had severe vasospasm. The physician pulled system back under nimopidine infusion over 12 minutes, lost superior trunk so microcatheter injection was performed. The embotrap was deployed once more (since nimopadine did not work) to obtain some flow in the m1. No clot was obtained after embotrap was removed. M1 was open but persistent severe vasospasm was seen in superior trunk. He then placed microcatheter in m1 for superselective nimodipine infusion and thought about deploying the embotrap again a bit more distal. The embotrap was left in place for some minutes under continuous nimodipine infusion in an attempt to hold open the vessel. After 6 minutes, the flow channel of embotrap was compressed. The embotrap was removed; ¿thought local thrombosis¿. Pulling out was ¿nasty¿, but nothing came out. The physician stated ¿¿in all my life of thrombectomy, I¿ve only seen this in late time window (like 48 hours) due to some sort of autoregulation¿. Post-imaging showed occlusion. Intra-arterial tirofiban 20ml was administered through the embovac. 1.5mm x 10mm elutax balloon (aachen resonance) was then used, and three dilatations were performed. Patent proximal part of the superior trunk; the rest of the trunk was occluded. The physician then saw opening of the proximal m2 trunk. The procedure was stopped at this point. The physician mentioned he found a similar case of severe vasospasm - both young cancer patients undergoing cancer therapy. The physician stated that the cerebase may have caused the spasm at the ica. Returned medical imaging was reviewed, the assessment reads as follows: ¿the information provided describes a clinical case of an m1 occlusion on the left side in a young ((B)(6)) male patient with multiple underlying co-morbidities. The images were reviewed and an interactive meeting was had with the submitting physician. During the meeting, relevant images and contrast runs were reviewed and a complete description of the series of events and actions taken was obtained. The case shows initial opening of the m1 segment after placement of the embotrap iii (etiii) into the superior mca branch. Retrieval of the device lead to removal of atypical (yellowish) clot and full restoration of the flow. Several minutes after the initial opening of the vessel sever spasm was noted in multiple vascular segments namely the ica, m1, superior m2, and probably a1 (unless the a1 segment is not visible due to collateral flow from the acom). The vascular spasm was initially treated with nimodipine in the saline flush, which resulted in only limited resolution of the vasospasm. Subsequently the physician tried opening of the superior trunk by placing the etiii, to facilitate distal flow through the central channel, which only had limited impact since the spasm eventually closed the device itself. Removal of the device at this point was difficult which seems in keeping with the effect of local vasospasm. Treatment with intra-arterial tirofiban (gpiib/iiia antiplatelet drug) did not resolve the problem nor did subsequent pta of the vessel segment. At this point, the physician felt that all potentially beneficial clinical maneuvers had been exhausted and no further therapy was attempted. From the images and description of the case, it is not possible to ascertain with certainty the etiology of the adverse events that occurred during this procedure. Possible underlying causes include, but are not limited to, the following possibilities in isolation or in any combination: 1) refractive vasospasm due to local vessel segmental vulnerability 2) a microdissection leading to the atypical clot build-up and potential vasospasm as a result to this and the added local thrombectomy procedure. 3) a local vasculitic process that caused the atypical clot and is responsible for the hyper-responsiveness of the blood vessel(s). Upon review of this case, the physician was not able to provide with certainty the exact underlying cause of the adverse events, but felt the events were least likely the result of the devices used in this case. I have reached a similar conclusion on review of this case with the treating physician as well as based on my independent review of the images and case description.¿

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the date of the event was not reported. The product catalog and lot numbers were not reported; UDI unavailable. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of three products involved with the complaint and the associated manufacturer report 3008114965-2021-00731, 3011370111-2021-00167.